Event description:
A nurse reported that the equipment would not aspirate during a cataract extraction procedure. An alternate system was used to complete the case with no impact to the patient.

Manufacturer narrative:
A review of the service report indicates that the customers system did not aspire. The company representative noted there was no aspiration and adjusted the parameters in the doctors settings. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any additional similar reports for this system. The root cause of the reported event can be attributed to user error and not setting the parameters as needed. (B)(4).